Manufacturer narrative:
A picture was submitted for the investigation of the reported leaking. During the analysis conducted, it could be observed at the extension set that a leak was fleeing at the air vent of the filer, the failure mode reported was confirmed. Root cause was determined to be manufacturing issue.

Event description:
Information was received regarding two cadd extension sets being used with patients undergoing continuous treatment of blincyto for 28 days in a row for the treatment of leukemia. It was reported that the extension set had a leak in the filter region. The leak occurred one day after the start of the infusion. This lead to an inconvenience of having to change the device more often, and the last time, the team did not have the equipment, so the patient had to go to the hospital to receive medication.

Manufacturer narrative:
Additional information was received on 24-mar 2021 that the distributor reported the leak refers to the drug and not the product.